Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad). A 3.25x28mm xience sierra drug eluting stent (des) was implanted at the target lesion; however, the implanted stent was noted to fracture. A 3.0x38mm xience sierra des was deployed to cover the fractured stent, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.